Manufacturer narrative:
Additional information: b5, d10. B5: upon follow up it was reported that on an unknown date, antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. It was reported tat the patient "never moved to hd". Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "swimming in dirty water". The peritonitis was manifested by abdominal pain, cloudy pd effluent and fever. It was reported that the patient was hospitalized for peritonitis. The same day as event onset, the patient was treated with vancomycin injection (500g, every 5th day, intraperitoneal, discontinued), injection amikacin (40mg, once daily, intraperitoneal, discontinued), injection ceftazidime (250mg stat, intraperitoneal for one day) for peritonitis. At the time of this report, the patient was recovering from peritonitis. On an unknown date, the patient was discharged from the hospital. It was reported that 12 days after event onset, pd therapy was discontinued and the patient shifted to hemodialysis (ongoing). It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.